Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the customer's report. The device passed the final test procedure, was recertified, and returned to the customer. However, the data showed that prior to and during every charging event the device is in a lead fault condition and the device did not detect an impedance. These messages are intended to alert the user that a patient impedance is not recognized and not necessarily indicative of a device malfunction. This may be an indication that the mfc is not connected to the test port. Additionally, the data showed that each time the device is fully charged the energy is internally dumped when the end user pressed the energy select button. Analysis of reports of this type has not identified an increase in trend.